Event description:
It was reported that the customer had unexplained low blood glucose and was in a car accident. Paramedics where called and customer was taken to the emergency room. The blood glucose reading was 40 mg/dl when the paramedics arrived. Caller stated that the customer did not eat enough lunch. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.